Event description:
In 2008, the lay user/pt contacted lifescan alleging an "error 1" issue with her one touch ultramini meter. The medical affairs specialist (mas) spoke with the pt on january 28, 2008 and obtained/verified the following info: she stated that the error message started on two days prior to original date approx 8 pm, but she did not provide the time she last obtained her last successful meter reading. The pt usually tests twice per day when she first wakes up (5-6am) and 2 hours after breakfast (7-8 am) and controls her diabetes with diet and exercise only. On event date around 8-9 am (after breakfast), the pt developed symptoms of shaking, sweating, and the urge to eat, which she described as being her low blood glucose symptoms. She claimed that she has low blood glucose symptoms "every so often" and her symptoms could have been due to skipping meals. She was unable to recall what she had for breakfast on the day of the incident. She attempted to test while experiencing her symptoms but the meter did not work. Because she felt "low" she administered self-treatment with food and felt better afterwards. The customer care advocate (cca) walked the pt through troubleshooting the error message but the issue was not resolved. Replacement prods were sent to the pt. This complaint is being reported because the pt claimed she had an "error 1" issue with her meter and later became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.